Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, our technician confirmed that the insertion flexible tube buckled, the light guide cable buckled, the distal body worn out, the operation channel (primary) kink, the suction channel kink, the angle wire grinding, the electrical pin connector pushed in, the angle wire faulty connection, the down pulley wire faulty connection, the up pulley wire faulty connection, the left pulley wire faulty connection, and the right pulley wire faulty connection; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the nozzle glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.